Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected false bradycardia and pause episodes and exhibited undersensing and oversensing. The device is still in use. No patient complications have been reported as a result of this event.